Event description:
A 50 yo (year-old) male scheduled for a colonoscopy. Patient had a medline 22g angiocath placed in the right antecubital. Nurse was in the process of flushing saline and the catheter dislodged from the blue hub.